Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s stimulation has not been helping them for the last two years and the patient wants to have the system removed. The ins was explanted on (B)(6) 2018. No further complications are anticipated.